Event description:
Caller reported that no drops of insulin were visible at the end of the tubing during the fill tubing step of the load sequence. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Reportedly; the customer did not let the fill tubing step fill long enough to have the insulin reach the end of the tubing. The customer was assisted by technical support to complete the load process and resume insulin delivery.